Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that there was a leak at the connection between the supply bag and the supply line of a homechoice automated pd set with cassette. This occurred during initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. The technical services representative assisted the patient in ending therapy. The patient planned to complete therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available at this time.